Manufacturer narrative:
The cause of the patient's post-op complications cannot be determined at this time. The patient's attorney alleges unspecified injuries and revision surgery; however, no details have been provided regarding the nature of the injury or surgery. No medical records have been provided. No lot number has been provided; therefore a review of the manufacturing records is not possible at this time. Based on the limited information provided at this time, no conclusions can be made. This emdr represents the bard/davol 3dmax (device #1). The patient's attorney did not make any allegations regarding the implanted bard/davol composix kugel device. Should additional information be provided a supplemental emdr will be submitted. No sample returned.

Event description:
The following was alleged by the patient's attorney: on (B)(6) 2008: the patient underwent surgery for implant of an unspecified bard/davol 3dmax (device #1). On (B)(6) 2009: the patient had unspecified injuries and underwent revision surgery, as well as, implant of an unspecified bard/davol composix kugel hernia patch. As reported, the patient is only making a claim for an adverse patient outcome against the bard/davol 3dmax (device #1). As alleged, the attorney alleges general allegations for ¿past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained by the patient.¿

Manufacturer narrative:
The cause of the patient's post-op complications cannot be determined at this time. The patient's attorney alleges unspecified injuries and revision surgery; however, no details have been provided regarding the nature of the injury or surgery. No medical records have been provided. No lot number has been provided; therefore, a review of the manufacturing records is not possible at this time. Based on the limited information provided at this time, no conclusions can be made. Addendum: this supplemental emdr is submitted to document additional information provided. Root cause is inconclusive; no conclusion can be made as to the extent to which the implant may have caused or contributed to the patient's postoperative course. Note, the manufacturing date (15-mar-2008) is considered to be a best estimate. Updated fields: a2, b2, b4, b5, d3, d4 (product lot no., product catalog no., UDI, expiry date), d6.b (date of explant), g1, g3, g6, h2, h4, h6, h10. Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text: no sample returned.

Event description:
The following was alleged by the patient's attorney: on (B)(6) 2008: the patient underwent surgery for implant of an unspecified bard/davol 3dmax (device #1). On (B)(6) 2009: the patient had unspecified injuries and underwent revision surgery, as well as implant of an unspecified bard/davol composix kugel hernia patch. As reported, the patient is only making a claim for an adverse patient outcome against the bard/davol 3dmax (device #1). As alleged, the attorney alleges general allegations for ¿past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained by the patient.¿ addendum per additional information provided: on (B)(6) 2008- patient was diagnosed with bilateral indirect inguinal hernias, thereby underwent laparoscopic repair with implant of 3dmax meshes (device 1 and 2). Per op notes, ¿a large right indirect inguinal hernia was identified and dissected. A small direct hernia in left inguinal region was identified and dissected. A 3dmax mesh (device 1) and 3dmax mesh (device 2) were placed in right and left inguinal region, respectively and tacked¿. On (B)(6) 2009 - patient was diagnosed with recurrent right inguinal hernia, thereby underwent laparoscopic repair with partial explant of 3dmax mesh (device 1) and implant of composix kugel mesh (device 3). Per op notes, ¿recurrent hernia in right inguinal region was identified and dissected. The 3dmax mesh (device 1) was noted to be folded which was protruding into peritoneal space was removed and this was found adherent over pubic tubercle. A composix kugel mesh (device 3) was placed into the preperitoneal space and tacked medial to the 3dmax mesh (device 1)¿.